Event description:
It was reported that patient experienced persistent ventricular arrhythmia requiring defibrillation or cardioversion. This event was due to pathological conditions.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
This event was determined to be supplemental and investigation findings will be submitted under MFR # 2916596-2025-00695.